Manufacturer narrative:
The agent reported a revision surgery due to stem came loose, went up a size, and cemented the new stem. Female 72. Complaint has been evaluated and is similar to report number 1644408-2022-01681; (B)(4), s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to stem came loose.